Event description:
It was reported that the lead was explanted due to an insulation break. No inappropriate therapies were delivered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the insulations were abraded between 15.5 cm to 23.5 cm from the connector pin. The metal wires of the rv cable and inner coil were exposed in the same area. The damage found is consistent with friction to the ICD can.